Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Visual inspection of the returned inserter found that the threaded tip is fractured. The fractured portion was not returned. The device also exhibits wear consistent with usage of device. Sem analysis determined that common failure mode for the threaded inserter tips is bending overload of the threaded tip, some of which may have also had minimal threads engaged at the time of fracture. Device history record was reviewed and no discrepancies relevant to the reported event were found. The device has been in the field for approximately six years and ten months. It is unknown for how many times the device is being used. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total hip arthroplasty the liner appeared seated and case went as expected. Upon reduction of final head/bearing, surgeon noticed cup liner move ever so slightly. Head/liner removed from stem, stem removed from patient, cup liner and cup removed from patient all with little trouble. Small metal piece from straight g7 cup impactor was in apical hole of cup and had fallen behind cup. Metal fragment was removed and implants were replaced without incident. Two screws were added to the cup construct to provide additional fixation. Surgeon was satisfied with final configuration. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.